Manufacturer narrative:
A ge service representative performed an on site investigation. The hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This event resulted in an accidental radiation occurrence.

Event description:
The customer reported that the system produced uncommanded x-rays. There was no patient injury or death reported.

Manufacturer narrative:
A root cause investigation was completed related to this event. A subsequent review of the systems service history revealed the hand switch had not been replaced during the dates of the service history (2008 to date of replacement on 8/3/2015) making the hand switch over seven years old. The failure of the hand switch was attributed to normal usage/wear and tear. No further action is planned at this time related to this event.